Manufacturer narrative:
(B)(4). The service engineer (se)checked and found noise from exhalation side of the ventilator. Opened the exhalation valve, cleaned it properly and rectified the problem. No parts were replaced. The ventilator is now working and has been returned to use.

Event description:
It was reported that the during setup the e360 ventilator had a noise from the exhalation side of the ventilator. There was no patient involvement at the time of the event.

Manufacturer narrative:
(B)(4). Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Event description:
It was reported that the e360 ventilator had device failure alert. Patient involvement is unknown.